Manufacturer narrative:
A review of the manufacturing device history record indicates the device was manufactured to specification. No device was available for evaluation.

Event description:
Surgeon revised a total knee arthroplasty approximately two years post-operatively to correct tibial loosening. Revision occurred without any reported incident.